Manufacturer narrative:
(B)(4) event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that "a cup of water" spilled onto t.w. Power supply and did not function during next use. Biomed opened the vh-3010 to "dry out the components". No patient injury reported. There was no patient contact when vh-3010 discovered to be non-functional. Discovered during setup for a procedure. No reports of malfunction during previous procedure. It is assumed that fluid bag hung above the unit and dripped on the vh-3010 between cases.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 12/12/2025. An investigation was conducted on 12/15/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over three (03) repetitions using "max life test method stm2048073 rev aa. The device failed the transected tissue test. The device was only able to transect four (04) times. Based on the returned condition of the device and no specific failure reported, there were no failure observed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.